Event description:
Event description guidant received information that this right ventricular lead exhibited an impedance >2500 ohms and was unable to either sense or pace. The lead was surgically abandoned and replaced.